Event description:
Following a diagnostic catheterization procedure a vasoseal elite was deployed. Two days post deployment the pt's pulses weakened. A surgeon was consulted and the pt was taken to surgery. Surgical removal of a clot/collagen was required. The surgeon noted that plaque was present in the artery and stated that the collagen was both intravascular and extravascular. The pt's site was stable, but their cardiac status was unstable and the pt coded and needs a CABG.